Manufacturer narrative:
The pump user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer "submerged the pump in water while swimming". Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.